Event description:
Related manufacturer report number: 2017865-2023-42334 it was reported that non sustained right ventricular oversensing due to noise signals causing brief pacing inhibition was observed on the right ventricular (rv) lead. The noise was noted to occur subsequent to a recent generator change and was not present on the original generator. A possible fracture of the rv lead or set screw issue was suspected. The noise could not be programmed around. A revision was discussed. There were no reported patient consequences.